Event description:
It was reported that approximately two (2) hours after start of hemodialysis therapy using an ak 96 control unit, a patient experienced low blood pressure, discomfort and dizziness. The patient was administered 300ml of saline and treatment was continued and the fluid removal was not stopped. It was observed that a total of 1622 ml was removed at the end of treatment. It was reported that the patient weighed 48.8 kg (including 300ml saline) after treatment, indicating an excessive fluid removal of approximately 1.1l had occurred. No additional information is available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.